Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely damage of the image sensor unit (disconnection ,etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling caused the malfunctions to occur. However, a definitive root cause could not be determined. The inspection method for the suggested event is described as follows in "chapter 3 preparation and inspection" 3.8 inspection of the endoscopic system¿ in the operation manual. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope did not produce an image. The issue occurred during preparation for use of an unspecified procedure. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital (documented here due to character limitation in respective field).